Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 3000mcg/ml baclofen at 984.6mcg/day via an implantable infusion pump for intractable spasticity. It was reported that there was a motor stall seen at the initial interrogation of the pump. The hcp reported that the patient recently had a magnetic resonance imaging (MRI) scan. The patient was having neurological issues and they were concerned so they went to the emergency room. The pump was not checked after the MRI. The patient came in for an appointment and the pump was checked then. The motor stall recovered at the exact time of the interrogation. The patient had increased spasms in their left leg and it made them think something was wrong with the pump. It was reported that the patient's symptoms had resolved. No further complications were anticipated/reported.